Event description:
On (B)(6) 2014 the patient contacted animas alleging that on an unspecified date, she experienced low blood glucose (bg) less than 40mg/dl with sweating and severe headache. The patient did not specify how she treated the bg. The patient associated the bg excursion with a time issue on the pump. The patient stated that the pump¿s time was off by greater than 5 minutes in a one month timeframe as compared with the time on a cell phone. The patient reportedly discontinued insulin pump therapy due to the alleged malfunction. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an alleged time keeping issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/16/2014 with the following findings:a review of the black box showed a manual time change on (B)(6) from 4:40am to 5:42am. The dates in the total daily dose history change from (B)(6) 2014 to (B)(6)2014; there was no data in the black box for this time period due to continued pump use. The daily insulin delivery totals appeared inconsistent due to the time change. A timekeeping accuracy test was performed, and the pump was found to be keeping time accurately. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The allegation of the pump¿s time being off could not be confirmed or duplicated on investigation. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.